Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.

Event description:
Treatment of an avm with onyx. Post procedure, it was reported the patient post angiographic results were good and the patient was awake alert and oriented. Later on, it was reported that the patient had a hemorrhage and was transferred to facility. Same event as MDR# 2029214-2009-00279.